Event description:
The product complaint report shows the customer alleged the device had no audio alarm as described by staff. No pt harm is verifed. The rptr rec'd a third hand report and does not know the exact date of the reported event. No add'l pt info is available to the MFR from the facility. The customer biomed was able to generate an intermittent alarm by wiggling the wires to the power switch. The customer does his own repairs and will replace the switch as soon as one arrives. He plans to return the old switch for evaluation. The customer did not know when the switch was last replaced during the 10 k pm as the customer did not have the device records at the time of the call. He does not believe there is a significant svc history. It is not verified that there was no alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.